Event description:
It was reported that the stimulation was turning off and the patient experienced a loss of therapeutic effect. It was noted that the patient had dystonia and it would take ¿a while¿ to notice the return of symptoms. It was further noted that the patient was implanted in the month of april prior to the date of the report. The patient reportedly noticed in the august prior to the date of the report that their symptoms were worse. It was noted that the patient was recharging ¿every couple of days.¿ the patient reportedly saw their neurologist and told him that their symptoms were worse and the doctor noted that stimulation was off. It was noted that the patient was adjusted on the prior friday and the wednesday before it ¿was off.¿ it was also noted that it ¿turned every day in september and the last four days of august ,¿ it was unclear what this meant. It was later reported that after interrogation of the device it could not be determined if there were any malfunctions. It was noted that none were seen and no cause of the issue was determined. The patient was instructed to routinely check if the device was on and if it turned off to come back into the office. It was noted that the patient was receiving effective therapy on the day of the report. It was later reported that the patient was seen by their doctor because the device shut off again. It was later reported that the clinician programmer report showed that the device was off.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v911922, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v931137, implanted: (B)(6) 2012, product type lead. (B)(4).